Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw driver- unable to put the blue locking part over the end of the screwdriver due to flaring of the screwdriver tip. Nil delay in surgery. Nil impact on patient. Impaction rod- attachment between strike plate and the rod is damaged. Potential risk that if that comes apart. Intraoperatively that will be unable to complete proximal reaming correctly. No impact on patient. No delay in surgery.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.